Event description:
It was reported that a right ventricular leadless pacemaker (lp) exhibited noise during the initial implant procedure. A source for the noise was unable to be located. Device then lost conductive telemetry during the tether mode testing portion of the operation. Multiple troubleshooting attempts were made including re-running the tests and turning the programmer on and off. An error message was then received on the programmer. Physician decided to attempt interrogation and tests outside of the operating room because they were satisfied with the electrical measurements of the device. Once patient's drape was removed, it was discovered that a blood pressure cuff had been covering some of the electrode cables used during the operation. It was suspected that the cuff was the cause of the noise and interrogation interference. New electrode cables were then placed on the patient and device was successfully reinterrogated with no electrical anomalies present. Patient had no consequences.